Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. Electrical continuity failed. Additionally, a broken conductor wire was observed. One conductor wire is broken at the yaw pulley exit with a missing piece of yaw pulley measuring roughly about 0.050 x 0.069. The wire is detached from its connection at the grip. The yaw pulley shows no signs of arcing. Also, bent tips were observed. One grip is bent, causing side to side misalignment of the grips. There is a .032 offset at the tips. Engineering concluded that damage was likely due to mishandling. Per the customer, at the time of the reported event, nothing fell into a patient during a surgical procedure. Based on this, no additional follow up is required. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported prior to starting a da vinci si surgical procedure that the maryland bipolar forceps instrument was noted to have broken wires. Nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.